Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the pod cannula retracted, indicating a needle mechanism failure. The cannula did not insert into the skin and was not visible when the pod was removed but the pod pink slide moved forward. The pod was not worn. No impact to the patient's glucose level was reported.